Manufacturer narrative:
On 21feb2025, the bench service engineer (bse) determined that the device would be returned to the customer unrepaired. The customer was unresponsive to the service proposal provided for a replacement speaker assembly and further bench service, so the proposal was canceled, and no further repair was completed. No parts were installed, no tools were used, and no further testing was performed. The bse placed a defective sticker on the device before shipping it back, indicating to the customer that the device does not meet specification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was sent back in to a bench repair center. A bench service engineer (bse) evaluated the device, letting it run for several days, but could not duplicate any device issue. The bse stated that they would order a replacement speaker assembly. On 10apr2025, at the bench repair center, a bench service engineer (bse) replaced the speaker assembly to resolve the device issue. Following the part replacement, the bse completed a performance verification test (pvt) which the device passed, confirming that it was fully functional. The device will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was sent back in to a bench repair center. A bench service engineer (bse) evaluated the device, letting it run for several days, but could not duplicate any device issue. The bse stated that they would order a replacement speaker assembly. The investigation is ongoing.

Manufacturer narrative:
H11: the bse determined that the speaker assembly (not the cpu pcba) would require replacement. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the speaker was making a garbled sound. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A bench service engineer (bse) evaluated the device by running the device for several days over a weekend and observed the speaker issue. The bse determined that the central processing unit (cpu) printed circuit board assembly (pcba) would require replacement. The investigation is ongoing.